Event description:
It was reported by the customer that the pyxis medstation es system station's jammed drawer remains inaccessible when the technician attempts to retrieve the malfunctioning drawer. A customer has indicated that patients experienced delays in obtaining medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that main 5 matrix jammed due to medication. A field service engineer inspected the station and determined that there were no existing issues. The system functioned as intended after field service engineer troubleshooting.